Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined; however, may be the result of prosthesis wear, instability and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability and loosening cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images radiographs, or relevant clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by legal, this male patient underwent left and right knee replacement surgery and was implanted with an optetrak device. The patient underwent left knee and right knee revision surgery, approximately 9 years 7 months post the initial procedure, to remove the exactech optetrak knees. ¿upon information and belief, [the patient] required revision surgery for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability and/or component loosening.¿ the patient ¿experiences daily pain and discomfort in his knees which limited and continues to limit his activities of daily living and impacts his quality of life.¿ this case is for the left knee. No additional information.